Event description:
The customer reported to philips healthcare that "shock not delivered during testing" while using a heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.